Event description:
The customer reported the system displayed a file system corrupted error message and the error message could not be cleared. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos, rtos and cables were reseated. The system software was reloaded and the cine drive was reformatted. The system was then found to be operating as intended.